Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records will be performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stereotactic guided biopsy procedure using encor encompass instrument. During the procedure, it was reported that while the encor encompass console was in marker mode, the sample notch was rotated to the 12 o clock position to deploy the marker. After deploying the marker and rotating the notch 180 degrees to the 6 o clock position, multiple dings were heard from the encompass machine. Upon taking the post marker image, it was noted that no marker had been deployed. When returning to the encompass machine, it was discovered that the notch had rotated to the 4 o clock position without anyone touching it. The notch was then rotated back to the 12 o clock position so that a second marker could be deployed, since the first marker was not visible on the image. The second marker deployment caused both the first and second markers to be deployed simultaneously, resulting in the patient having two markers in the breast from a single biopsy. It was also observed during the procedure that once the sample was completed, the red arrow on the screen would move backward and then forward after the sample was taken. No issues with sampling were noted. Additional information indicated that the encompass console did not display any error codes; only additional dinging sounds were heard. The desired position was 12 o clock, and clock positions were selected using the console. A single clock pattern was chosen, and the selected positions were highlighted in blue on the screen. The user noticed that the clock position changed to 4 o clock without anyone touching the screen after the marker was deployed. The 12 o clock position was then manually re selected by touching the console screen. It was also confirmed that the red arrow displayed on the encompass screen would move backward and forward after sampling. The procedure was successful. The facility did not record the disposable probe or marker lot number used in this event. No patient injury was reported.